Event description:
During the implant, unable to engage/disengage setscrews. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4). No anomalies found. Visual inspection: grommet damage was noted.